Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model#: sc-4316, lot #: 20757690 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of nausea and fever were noted. The physician believed that the infection was not device nor procedure related and that the cause was unknown. The patient underwent an explant procedure.